Manufacturer narrative:
UDI: (B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from australia that during an unspecified surgical procedure, it was discovered that the cutter device was blunt. According to the report, the event occurred upon opening the package and commencing use. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During follow-up with the customer, it was stated that the this was an out of box failure, therefore the initial use of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.